Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend or retract properly as tissue was stuck in the mechanism. The physician also experienced difficulty in placing the ra lead. Upon inserting the ra lead into the header of the device, noise was observed. The ra lead was removed and replaced prior to pocket closure and was never in service. The patient was reported to have a seizure type reaction to the anesthesia used during the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.